Event description:
Affiliate reported that after 2-3 days leakage was noticed at the small line of green tubing between the drip chamber and the collection bag. Everything below the catheter was changed, but the catheter was not changed. The patient did not require a second surgery. The patient was already being treated for an infection with antibiotics. No secondary infection had developed as a result of this problem.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the connector attached to the tubing was damaged. Although it is not clear how the damage occurred, it might be possible that it was caused from over tightening, but this however, could not be determined. The current quality inspection for these assemblies prior to distribution is established at 100% for leaks and blockages. A review of the history device records was not possible as the lot number was not provided by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.